Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: the device was returned for analysis. The reported broken vessel locator wings were confirmed. The difficulty to deploy the thumb advancer and difficulty to remove the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 6f sheath after an interventional coronary procedure. Reportedly, resistance was felt during advancement of the starclose se thumb advancer. The nick and spread was widened. The starclose se thumb advancer was advanced and the sheath was completely split. The starclose se clip was deployed and hemostasis was achieved. The starclose se device was difficult to remove from the patient anatomy. A little extra pull was needed to remove the device. When the starclose se device was removed from the patient anatomy, the vessel locator wings were observed to be broken, all parts of the vessel locator wings were present. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.